Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. The complaint device was returned on 05/2/2018. A voltage test was performed and passed. A functional testing was performed and passed. Performed share log review and a loss of connection was confirmed. The probable cause is temporary communication error.